Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received a battery out limit alarm during normal use. Customer's blood glucose was 120 mg/dl. Customer was assisted with programming time and date and fixed prime. Caller was advised that battery cap would be replaced and to monitor insulin pump.